Event description:
It was reported to st. Jude medical that an attempt was made to reposition the lead due to elevated pacing thresholds. The lead was explanted when the helix would not extend.

Manufacturer narrative:
Evaluation summary: the helix was clogged with blood/tissue which is believed to have caused the difficulty with extension reported from the field. The electrical characteristics of the lead were normal.